Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that beginning (B)(6) 2015, the rv pacing impedance measured 1016 ohms up to 1104 ohms on (B)(6) 2015. The prior trend has been rising from 300-400 ohms range. (B)(4).

Event description:
It was reported that there was a slow rise in the right ventricular (rv) pacing impedance and the rv pacing threshold had risen on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.